Manufacturer narrative:
Device received with intermittent button response due to flattened express act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding. The customer stated that battery life was depleting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.